Event description:
During a primary tha, the doctor was using the detachable flexible shaft and the back end of the shaft broke into a few pieces. All pieces were retrieved. No delay. Surgery completed successfully.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock. Complaint history review: there have been no other events for the lot referenced related to fracture. Visual inspection: the device was confirmed to be damaged and as it was in a twisted position with the shaft fractured. Material analysis concluded that: "the drive fitting of the flex shaft broke from an overload condition. Final fracture occurred in ductile overload and ductile shear overload. The eds spectrum of the drive fitting material was consistent with a 17-4ph stainless steel alloy. The material hardness was determined to be hrc 45, satisfying drawing requirements. No material or manufacturing defects were observed on the fracture surfaces examined." Functional inspection: not performed as the device is broken and deemed nonfunctional. Dimensional inspection: not performed as the device is broken. The investigation concluded that the fracture of the returned device broke in an overload condition. It was also concluded that there is no indication the event is related to a manufacturing issue. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
During a primary tha the doctor was using the detachable flexible shaft and the back end of the shaft broke into a few pieces. All pieces were retrieved. No delay. Surgery completed successfully.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.